Event description:
It was reported that there was perforation from the right ventricular (rv) lead. The patient had pericardial effusion and symptoms of shortness of breath. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a 3093-28 interstim urinary mgu lead, implanted (B)(6) 2010. A 3058 interstim urinary mgu ipg, implanted (B)(6) 2011. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary:the full lead was returned, analyzed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. Analysis of the device memory was performed and no anomalies were found.